Manufacturer narrative:
The erbe esu was thoroughly inspected/tested. The erbe apc and fiapc probe were not made available for evaluation. A technical safety check was performed on the generator. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. No anomalies were found in the review of the device history record (DHR) for the generator. In conclusion, no problems were found with the evaluated equipment that would have caused or attributed to the event. Based on the reported incident, there are likely many factors involved with the reported event (i.e., such as the characteristics of the polyp, equipment settings, activation time, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 300 s, part number (p/n) 10140-300, serial number (B)(6)] system was involved in a patient incident. The apc/esu system was used in a polypectomy in the rectum. The erbe system was used with an erbe fiapc probe (p/n 20132-221, lot number not provided). No other information was provided regarding any additional accessories used in the procedure or equipment settings. Per the report, the mucous membrane "bleached" during the removal of the polyp near the right colonic flexure. The procedure was stopped, and the patient was hospitalized for monitoring. No patient injury or serious consequences were reported.